Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of three devices. The visual inspection of the returned products noted that the reloads had full staple complements. Functionally, the reloads were loaded into a pmv representative instrument and applied to test media. All staples were placed properly and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during a sleeve gastrectomy, there was an excessive bleeding. Per the surgeon, it is unknown if the bleeding what caused by the device or not. The bleeding was not over 500cc. The staple line was over sewed to stop the bleeding. The patient is recovering as normal with no adverse effects. No reinforcement material was used.